Manufacturer narrative:
Additional information received; it was reported that the internal iliac aneurysm identified 3 years after the index procedure is unrelated to the previously implanted endurant stent graft system. There was no alleged issue against the limbs. It was confirmed the iiib endoleak was only present in the main body bifurcate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 63mm aaa. An endurant limb etlw1616c199ej s/n (B)(6) was implanted 3 years later to extend into the internal iliac artery as the patient had a internal illiac aneurysm. It was reported approximately 4 years post the index procedure, follow-up CT showed a iiib endoleak on the ipsilateral side of etbf 2516c166ej. Intervention was performed and the endurant iis stent graft system was explanted and a y-graft replacement was performed. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1624c124ej, serial/lot #: (B)(6), ubd: 11-dec-2021, UDI#: (B)(4) ; product ID: etlw1616c199ej, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.